Event description:
The manufacturer received information alleging that the trilogy 100 device could not be turned on even when plugged into an ac power supply. There was no patient harm or injury reported with this notification. The device was not in patient use. This complaint has been reviewed for the information the manufacturer received and will be reported as a product problem although there was no patient harm or injury, as the events do not meet the definition of a reportable serious injury complaint per the FDA regulations (21 cfr 803) this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.